Event description:
It was reported that this right ventricular (rv) lead exhibited a drop in sensing and loss of capture three months post implant. X-ray imaging showed no evidence of lead dislodgement. The physician suspects micro-dislocation of the lead. As the patient does not require pacing, they will be scheduled for a lead replacement sometime this month. No adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited a drop in sensing and loss of capture three months post implant. X-ray imaging showed no evidence of lead dislodgement. The physician suspects micro-dislocation of the lead. As the patient does not require pacing, they will be scheduled for a lead replacement sometime this month. No adverse patient effects were reported. This rv lead remains in service. Additional information received indicates revision has not been done due to hospital problems (few beds, covid sick leave, etc.). The local area field representative will provide updated information upon revision, and this report will be updated accordingly.